Event description:
It was reported that the clinic ordered x-rays and a computerized tomography (CT) scan to confirm device location. X-ray and CT scan results provided the icm device is no longer implanted. Additional information from the boston scientific representative confirmed the device was no longer implanted. No other actions have been taken at this time. The device is not expected to be returned. No additional adverse patient effects were reported.